Manufacturer narrative:
Consumer reported experiencing burning after use of the product. The consumer visited a doctor and reported the doctor diagnosed her with a swollen cornea. Documentation received from the doctor indicates patient visited the office with complaints of foggy vision in both eyes. Patient was diagnosed with unspecified superficial keratitis. Doctor instructed to use over the counter muro 128 5% solution and no contact lens wear until symptoms resolved. The doctor does not know if the event is related to the product. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer reported her eye condition resolved. The product was returned but not evaluated as testing of expired product cannot be reliably used to determine a root cause for the reported event. A review of the lot batch records concluded this product was formulated, manufactured and packaged according to local and global product specifications. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported experiencing burning after use of the product. The consumer visited a doctor and reported the doctor diagnosed her with a swollen cornea. The doctor advised her to use over the counter muro 128 5% solution. The product information provided by the consumer indicated the product was expired at the time it was used. Documentation received from the doctor indicates patient visited the office with complaints of foggy vision in both eyes. Patient was diagnosed with unspecified superficial keratitis. Doctor instructed to use the muro 128 and no contact lens wear until symptoms resolved. The doctor does not know if the event is related to the product. The consumer reported her eye condition resolved.